Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) started flashing red and then it rebooted itself while monitoring a patient. The bme stated that they did a few tests with the bedside and it seems to be working but they want to send it in for inspection as a precaution. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) started flashing red then spontaneously rebooted itself while monitoring a patient. No patient harm or injury was reported. Investigation summary: the customer was provided with an exchanged device and sent the reported device in for evaluation. The reported software/startup issue was duplicated. Nihon kohden repair center (nk rc) reinstalled the software, initialized the device, and tested the device for over a week, with no software/startup issues observed. The device was tested, (per the operator's/service manual) and no issues were found with the device. The device was then subjected 24 (twenty-four) hours of extended testing, with no adverse effect, passing all tests and inspections, meeting specifications in all areas. The device was then dispositioned to nk's "used stock" inventory, as the customer was already provided with a replacement to resolve the issue. Based on the reported information, nk was able to confirm the event was due to a software issue, and the software was updated, which resolved the reported issue. A review of the device history determined this was an isolated incident. This was the only complaint found for this device and facility in the past 3 (three) years. A significant trend has not been observed. Trending will continue to be monitored for this device, incident issues, and causes. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 12/21/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 12/23/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: 12/28/2021 emailed the customer via microsoft outlook for patient information: the customer replied, stating there were no other devices connected to this bsm at the time of the event. The customer did not provide the requested patient information.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) started flashing red then spontaneously rebooted itself while monitoring a patient. No patient harm was reported.